Manufacturer narrative:
The information that provided with the initial report was missing. The missing and updated information has been included with this report.

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the low blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl to 250 mg/dl. The customer was treated by eating. The customer was declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.